Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards for evaluation as it remains implanted in the patient. There were no allegations or indications of a device malfunction. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), annular rupture is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest in addition to the procedural factors (oversizing of the valve), patient factors (heavy annular calcification) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards affiliate in australia, during a transfemoral tavr procedure, a 29 mm sapien 3 valve was implanted in the aortic position. Post valve deployment, an annular rupture resulting in tamponade was observed. A hemisternotomy was performed with a pericardial drain inserted, stabilizing the patient. However, after about 20 minutes, the rupture started to bleed again, and the drain was filling up. A non-edwards valve was implanted in the sapien 3 valve in an attempt the use the taller leaflet structure and skirt to 'seal' the rupture/leak. The patient stabilized again and was transferred to the ICU. The plan was to keep the blood pressure low. The patient expired the following day. It was perceived that the oversized valve and heavy annular calcification contributed to the event.